Manufacturer narrative:
Product analysis: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 28 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.